Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device aj5019 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap cholecystectomy procedure on (B)(6) 2019 and suture was used. The suture broke during use. Further details are not available. There were no adverse patient consequences reported.